Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently deleted the personal profile while attempting to update settings. Tandem technical support assisted in updating personal profile settings and advised customer to consult their healthcare provider regarding settings adjustments. Customer blood glucose (bg) level was between approximately 177-200.